Event description:
When nurse connected pulse ox to machine, she received a "faulty" message. She tried again and received the same message. She then kept the product, obtained and used another pulse ox sensor without any issue or messages.